Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: 400358 stent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.